Event description:
It was reported that product performance data was reviewed and classified as right ventricular (rv) lead oversensing and inappropriate device detection. The lead and device remain in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, analysis of the device memory was performed and no anomalies were identified and no evidence of noise/oversensing was found. Concomitant products: c154dwk implantable cardioverter defibrillator (ICD) (B)(6) 2006; 5076 implantable pacing lead (B)(6) 2006. (B)(4). This device was included in the field action. Based on the information received and without the return of the product, it could not determine if this device performed as described in the field action.